Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous proximal end of left anterior descending artery. A 12mm x 3.25mm nc quantum apex balloon catheter was advanced and the balloon was inflated but it ruptured on the first inflation at 15 atmospheres. The procedure was completed using a 12mm x 3.00mm nc quantum apex. No patient complications were reported and the patient's status was good.